Event description:
The lead involved in this near incident notification, was connected to an alto 2 vr implantable cardioverter defibrillator; the defibrillation system was implanted in 2005. In 2006, the patient died due to ventricular fibrillation. Upon ICD interrogation, an overload warning was displayed, which indicated that the defibrillator did not deliver the last shock because if found too low a load resistance for the programmed shock energy, with a risk of damaging the ICD generator.

Manufacturer narrative:
This event concerns a lead that was manufactured and used outside the united states. Only a few centimeters of the defibrillation lead was returned, which made analysis incomplete. The analysis of the ICD which was connected to that lead is attached (analysis report); the ICD device performed as intended. Conclusion: the electrical characteristics of the returned ICD unit are within specifications. The reported failure to convert the rhythm resulted from the detection of an overload during the shock therapy. However, although this overload was deteced and displayed as a warning, the device operated as intended. This overload feature is a protection designed to prevent permanent ICD damage when a short circuit is detected between the ICD can and the defibrillation lead within the first microseconds of the shock pulse. This behavior corresponds to the device specifications. The overload itself resulted from the detection of a short circuit between the lead and the ICD, which could be related either to the lead status or to the lead-ICD connection. The returned portion of the lead (swift 4041) showed abrasion areas of the insulation tube. No wear-through was observed. Because only a few centimeters were returned, no final conclusion can be drawn. However, it should be noted that the physician's manual does include specific recommendations to avoid frictions between lead and ICD. Excerpt from physician's manual: place the device in the pocket. In its final position, the defibrillator should be no more than 4 cm below the skin surface. Carefully coil the excess lead wires, and place in separate pocket to the side of the ICD to protect the lead from twisting, sharp bends, or abrasions. A similar recommendation is written in the lead physician's manual. But the position of the lead versus the returned ICD can was not specified.